Event description:
Procedure: lap hernia repair. Reportedly, there was a slow leak from the balloon while it was inside the cavity. The instrument was removed from the pt and another device was used. There was no pt injury reported.